Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found an external insulation abrasion breaching the outer insulation at 37.5 cm to 37.7 cm from the distal end consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.